Event description:
This is the same event and the same pt reported under MDR ID# 2939859-1999-00236. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 7/3/99 in the forearm with negative result. In 1999, the pt was initially treated with two formulations of product in the upper and lower vermilion borders, oral commissures and upper and lower perioral rhytids. On 8/27/99, the pt reported, by phone, redness, firmness, swelling at treated sites with pruritis at only the oral commissures. The previously asymptomatic skin test site was pink and firm without itching. No medical or surgical intervention was prescribed. The physician diagnosed symptoms as hypersensitivity. On 9/15/99, the pt presented with continued redness and inflammation at upper and lower vermilion border and oral commissures. Symptoms were reported as "somewhat episodic," with symptomatic sites firm, hard, and painful. An oral prednisone taper was prescribed. On 9/16/99, the pt and physician conferred by telephone. Symptoms were reported as worse. On 9/17/99, the pt followed up by telephone. Oral prednisone had been ineffective, as the symptoms continued. The physician discontinued the prednisone. The pt had self-prescribed oral motrin which was not effective. Darvocet n 100 was prescribed by the physician.